Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included interperitoneal (ip)fortaz (1gm, frequency not reported) and ip ancef (1gm, frequency not reported). The treatment and the pd therapy were ongoing. The patient was recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13l12030 and h14a23020. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.